Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia with regular cycle') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (endometrial ablation on (B)(6) 2019). At the time of the report, the menorrhagia, abdominal pain lower and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, menorrhagia and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia with regular cycle') in an adult female patient who had essure (batch no. A64637) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (endometrial ablation on (B)(6) 2019). At the time of the report, the heavy menstrual bleeding, abdominal pain lower and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, heavy menstrual bleeding and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: impression: successful occlusion of the fallopian tubes using essure coils has been demonstrated with this hysterosalpingogram. Most recent follow-up information incorporated above includes: on 30-jun-2021: mr received. Reporter information, lab data and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia with regular cycle') in an adult female patient who had essure (batch no. A64637) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (endometrial ablation on (B)(6) 2019). At the time of the report, the heavy menstrual bleeding, abdominal pain lower and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, heavy menstrual bleeding and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: impression: successful occlusion of the fallopian tubes using essure coils has been demonstrated with this hysterosalpingogram. Lot number:a64637 manufacturing date:2012-10 expiration date:2015-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-jul-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia with regular cycle') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and abdominal pain lower ("cramps"). The patient was treated with surgery (endometrial ablation on (B)(6) 2019). At the time of the report, the menorrhagia, vaginal discharge and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, menorrhagia and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.